Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening) and kidney disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. In addition, the device was returned to a third-party service center for remediation prior to the allegation of harm and it was confirmed that there was no evidence of foam particles found in the assembly. The manufacturer was made aware of the complaint of harm through a representative of the customer. Maximum attempts were made to gather additional information. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.